Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 45 mg/dl. The customer reported losing her glucose sensor and damage to the insulin pump. The customer stated having trouble with screen being scratched and having a hard time reading. The customer did troubleshoot the issues. The insulin pump will not be returned for analysis.